Manufacturer narrative:
(B)(4). Date sent: 1/31/2020 investigation summary the device was returned with the blade tip broken off and not returned. Additionally, the tissue pad was firmly attached to the clamp arm. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device not activating and displaying an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, ¿tighten assembly,¿ ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.

Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. Additional information requested but not received: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure the clamp arm detached from the harmonic instrument. It was not reported how the procedure was completed. There were no patient consequences reported.